Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, the cap of one (1) tube is a different color than the rest of the pack. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated that an incorrect cap had been applied to the tube. Upon visual inspection of 100 retained samples, no incorrect colored caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode incorrect cap color. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, the cap of one (1) tube is a different color than the rest of the pack. No adverse impact was reported regarding the patient or user.